Event description:
The patient contacted animas on (B)(6) 2012, reporting that the audio bolus button was intermittently responding and was difficult to press. The patient reported that after noticing the issue with the button, the audio bolus button cover started to develop a small hole in the center of it. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the bolus button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be lifting near the up arrow and down arrow keypad buttons and the audio bolus button was torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The up arrow, down arrow and contrast keypad buttons were intermittently responsive and required excessive force in order to elicit a response. There was evidence of contamination found under the key contacts and under the bolus button. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim display screen, which has no effect on insulin delivery function. A new display screen was inserted into the pump and the screen illuminated to normal contrast. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump and to call animas customer service if the user suspects that the product is damaged.